Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a calibrate motion message on pendant when system boots up. System does not respond when button pressed. Representative replaced positioner controller. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect part has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, the gantry of the imaging system would not shut. When attempted to perform movement calibration, the system would not calibrate. Rebooting the system did not resolve the issue. There was no patient present at the time of the issue.

Manufacturer narrative:
H6: investigation summary: it was reported that the gantry would not shut. Site attempted to calibrate motion and reboot the system which was unable to resolve the reported issue. As the event was reportable to a regulatory authority and indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. The event was investigated to determine cause. The device was returned and serviced as part of this investigation. Analysis/service found a calibration motion message on the pendant upon startup. System did not respond when button was pressed. Per casepart-252004, analysis of returned positioner controller was unable to confirm the reported problem as unit passed functional, performance testing as well as visual and physical examination. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The investigation determined that there was insufficient information to determine the cause of the event. A one-year retrospective analysis of system history, completed on 02-jul-2018, found no previous occurrence and no recurrence of this issue. Should additional information become available at a later date, the investigation will be re-opened and updated accordingly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report was electronically resubmitted per FDA request. In this instance, the report follow-up sequence was apparently out of order due to data conversion and likely redundant, as there is no substantive information to add at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.